Event description:
It was reported that during a cholecystectomy procedure, the clips were scissored. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 5/16/2008. Info anticipated, but unavailable at this time.